Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances, measuring greater than 125 ohms. It was stated that over the past year the impedances have been in the 120-130 ohm range. All other lead measurements were reported to be normal. The upper limits for the impedance measurement was changed to 150 ohms. No adverse patient effects were reported. This product remains in-service.